Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed that the touch screen was unusable and failing to calibrate - the alignment was off. The left antenna tested out of specification and the printer drawer would not close correctly.

Event description:
It was reported the programmer touch screen is not usable and needs adjustment/calibration. No patient involvement or complications were reported as a result of this event.